Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the blade broke at the mount during a surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that it is possible that the blade was misloaded which causes excessive force on the blade which can lead to the failure of the mounts. Wear to the teeth suggests that the blade came into contact with metal while cutting. The sudden impact of the blade coming into contact with cut guides/ surgical instruments could have caused the mount tab to fracture. The bend present in the blade is evidence of deformation due to an excessive force / torque applied to the blade. This excessive force could have caused the mounts to fracture. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.

Event description:
It was reported that the blade broke at the mount during a surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.